Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose with unknown blood glucose levels at the time of the incident. The customer did not mention how they treated. The customer experienced symptoms such as vomiting and inability to stand. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer believes the pump was not delivering insulin properly as their blood glucose went very high. The customer ended up getting their gall bladder removed and lost their pregnancy that same week. Troubleshooting was not completed as the customer could not be reached back. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. Harm code has been updated. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated the high blood glucose incident happened in (B)(6) 2018 and they woke up with diabetic ketoacidosis.